Manufacturer narrative:
Evaluation summary: the system history showed that the laser was verified successfully prior and after the date of treatment. Test discs were returned to the investigation site for evaluation. The analysis of the returned test discs (pmma) with the test cuts, showed the cuts were as expected. The log file review showed no abnormalities that could have contributed to the reported event. The treatment was completed to 100 % and all laser system functions were within specifications. The review of the provided treatment documentation pre- and post-operative data depict induced astigmatism of approximately 3 dpt at an angle of 178º for patient's right eye. Further examination of the provided post-operative topographies hint for a less than aimed refractive change at the vertical axis, the inferior portion of the cornea seemed to have received the least refractive correction leading to coma-like appearance. Pre operative manifest cylinder (-1.50 x 104º) did not correspond to the topography cylinder: topo -0,9 x 140º, pentacam -1 x 140º. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The induced irregularities are potentially caused by the method used for abrasion (alcohol 20%), improper handling of the bare stroma during ablation, insufficient monitoring of the tracking, ongoing healing reaction of the tissue. Additional information has been requested and received. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that postoperative measurements differed from targeted postoperative refraction. Additional information has been requested and received. This is one of three reports being filed for the same facility.